Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. All device history records are reviewed and released according to "DHR review checklist & release procedure." If a device does not meet requirements, or is non-conforming, it will not be released.

Event description:
An undelivered mail liquid bicarb notification was received indicating this home hemodialysis patient was deceased. No further details were provided. A follow up call was made to the clinic associated with patient's home treatment in order to gather additional details about the events surrounding the patient's death. It was reported the patient was not exposed to the recalled liquid bicarb and had transferred their dialysis treatment to an unknown dialysis clinic. An internet search for the patient's obituary revealed the patient's (B)(6) and date of death as (B)(6) 2014. No further information could be obtained in regards to the sequence of events leading up to and including the patient's death. No reported allegations were made against the machine.